Event description:
It was reported that the ilet issued an occlusion alert and alert 38 indicating a consecutive motor stall, which resulted in failure to infuse insulin and a recorded blood glucose of 385 mg/dl; the user restarted the device, completed a successful dry run past 120 units, performed a full supply change with new lots, and alert 38 cleared. Symptoms included hyperglycemia and dry mouth. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified and a device problem consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.